Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Reported event was confirmed by review of x-rays provided. The observed on x-rays debris from osteophytes, bone or bone cement may have contributed to the pain reported by the patient. However, it was not possible to confirm this from available information. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to knee pain.

Manufacturer narrative:
(B)(4). Concomitant medical product - oxf anat brg rt md size 3 PMA, item 159575, lot 930200, therapy date - oct 3, 2018. Medical product - oxf uni tib tray sz c rm PMA , item 154723, lot 132230, therapy date - oct 3, 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01175 and 3002806535-2018-01176.

Event description:
Revision due to knee pain.